Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Analysis of the pcu event log shows that on (B)(6) 2016 at 9:18pm an infusion of tpn was started at 60ml/h with a vtbi of 1440ml which indicated an intended duration of 24 hours. The infusion was terminated on (B)(6) 2016 at 4:13pm after the occurrence of an ail alarm. The system recorded the volume infused to be 1085.41ml. The log analysis could not ascertain the actual starting volume in the bag. The infusion duration was approximately 19 hours. The reason for the early termination could not be ascertained from the log analysis. Rate accuracy testing was performed and device was found to be infusing within specification. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 1440ml of tpn was programmed to infuse at 60ml/h for 24 hours however the infusion completed within 19 hours. There is no report of patient harm.